Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 513.005. Lot: f-25416. Manufacturing site: (B)(4). Supplier: sphinx werkzeuge ag. Release to warehouse date: september 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed, and the used material was according to specification. The drill bit ø1 l46/34 2flute was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip was broken. No other issues were observed with the returned device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed for the drill bit ø1 l46/34 2flute. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a right hand phalangeal osteosynthesis, some instruments became damaged. One screwdriver became bent. One screwdriver would not grip the screws properly. One drill bit became bent. One drill bit was dull. Procedure was completed successfully with a five (5) minute delay, as surgeon changed out instruments. Upon manufacturer receipt of devices, another drill bit was discovered to be broken. This report is for a drill bit ø1 l46/34 2flute. This is report 3 of 3 for (B)(4).